Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon attempted to insert a 5.0mm locking (from an older packaging design), but was unable to get the screw to pass through the nail. The surgeon switched out the screw for one of the same size from a newer packaging release and was successfully able to complete the procedural step. No patient harm reported. An unknown surgical time delay was reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device was not implanted/explanted. It is unknown if the complainant part will be returned to the manufacturer for review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history report: manufacturing site: (B)(4) - manufacturing date: february 28, 2007 - expiry date: february 1, 2017. No non-conformance reports were generated during production. Review of the device history records, including unsterile lot 1565379, showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.